Event description:
It was reported that the patient had a total knee replacement in (B)(6) 2015 and since had been in tremendous pain. They said the pain had nothing to do with the knee implant, which is why they wanted to do an MRI. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was further reported that the patient was told the pain might be nerves or muscle related and the knee implant was fine.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va0nm7m, implanted: (B)(6) 2014, product type: lead. (B)(4).